Event description:
Customer's mother reported via phone call that the insulin pump alarmed motor error. It is unknown if the device was not exposed to a magnetic field if the customer does not use the sensor feature and if he is unable to complete the rewind sequence. Blood glucose value is unknown. Customer's mother stated that the customer was currently in the hospital due to no delivery alarm. It was advised that the customer discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis. She stated she would have the customer call back to provide the details on the hospitalization once he is discharged.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.